Manufacturer narrative:
(B)(4).

Event description:
The patient reported that the implantable neurostimulator (ins) was moved from the left rear to left front side below the rib cage. The ins was 3.5 years old and was going down, beginning to show it should be changed soon, noting normal battery depletion and an inability to reach it. The patient mentioned pain and clarified that the ins was off for now. Indication for use included spinal pain.

Event description:
It was reported that the patient had their implantable neurostimulator (ins) moved 4-5 months prior to the report because they had a bad shoulder and reaching around their back was hard to do. The patient asked their doctor to move the device.

Manufacturer narrative:
Concomitant products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708140, serial# (B)(4), implanted:(B)(6) 2014, product type: extension. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3550-39, lot# n237620, implanted: (B)(6) 2011, product type: accessory. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).